Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The valve is a precision valve with 2 dots. No catheters were retuned with the valve, the disconnection of the catheters is probably due to not tying the catheters to the valve. The valve was visually inspected, and it was noted that the spring was no longer sitting correctly, as noted in the complaint description this is possibly due to atypical force used during flushing, as the debris that was noted by the customer was no longer in the valve. Review of the history device records confirmed the valve product code 82-5472 with lot crbc90, conformed to the specifications when released to stock on the 6th march 2014. The root cause of the problem found during investigation is possibly due to atypical force used during flushing, as the debris that was noted by the customer was no longer in the valve. As noted in the IFU : all valves are susceptible to damage due to excessive flow rate during testing. Take extreme care when flushing a valve as damage can occur when excessive flow rates are used. It is recommended to use a flow rate of no greater than 0.5ml/min. The root cause for the catheter coming away from the valve, could not be determined as no catheters were returned for investigation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Note: this product (valve) is not indicated for use in animals. One of the veterinary hospitals in the local area [(B)(6) animal hospital] recently implanted a dog with one of our precision valves. The dog eventually developed symptoms of a csf leak which resulted in a revision surgery. During the revision, it was discovered that the ventricular catheter came apart from the valve, and a piece of tissue was stuck inside the valve. I was contacted. I told them that I have never come across this situation before. I suggested that they could try to flush the valve to see if it might remove the debris, but that ultimately, they would probably need to replace the valve. They proceeded to flush the valve in an attempt to remove the debris. During the flushing process, it was determined that the ¿spring¿ had come undone from its hinged point, and was also moving around in the valve. I was contacted again. At this point. I told them that the flushing was probably too aggressive, and resulted in the spring being broken off . . . And that a new valve was the only alternative. They implanted the backup valve which was delivered for the case. I later learned that they did not ¿tie¿ the valve to the catheter. I told them that this is probably why it came undone in the first place. They said it was not in the instructions. After a bit of back and forth, I could tell that all they really wanted was to recover their financial loss. I told them to write up a letter, and that I would deliver it to our complaints department and let them decide how to proceed. I have the letter and the damaged valve in my possession, and can deliver it to you in (B)(4) in person (I am the local area (B)(4)). The facility received a replacement valve, it was ordered on (B)(4) 2014. Confirmation number (B)(4), therefore credit will not be issued.